Manufacturer narrative:
Additional information: catalog#: 72402287, 72401958. (B)(4). Balloon was functional. Connector was not functionally tested. Cuff had a fatigue leak. Pump was not functionally tested. The frequency of occurrence of the event is addressed in the device labeling. The frequency for this event is not greater than it's usual.

Event description:
A (B)(6) old female with neurogenic disorder was implanted with an acticon device on (B)(6) 2002. On (B)(6) 2005, the cuff was revised. On (B)(6) 2009, the entire device was removed and replaced due to fluid loss. No further information was provided.